Event description:
The clinician reports the implant was inserted 2017-07-09 in ada 2. On 2024-01-12, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and inflammation. No further patient complications were reported.